Event description:
During a right atrial tachycardia procedure, an electrode became displaced on the catheter. During the procedure, fifteen electrode signals out of eighteen were not visible. The extension cable was exchanged and the connections were checked which did not resolve the issue. Force was used to advance the catheter into the introducer. Upon removal from the patient, the catheter appeared damaged and an electrode was noted to be displaced on the catheter. Another catheter and sheath were used to complete the procedure with no patient consequences.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Splines a-d were stretched and corrugated. Spline d was torn exposing the nitinol frame and conductor wires 13-15. In addition, electrodes 13-15 were displaced from their original positions. Open circuits were noted on electrodes 2, 8, 10, 12-15. Further investigation revealed fractures on conductor wires 2, 8, 10, 12-15, consistent with the paddle damage. Electrodes 1, 3-7, 9, 11 and 16 met specifications for electrical testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced electrode, paddle damage and subsequent fractured wires is consistent with damage during use. The IFU contains precautionary statements related to using force to advance or withdraw the catheter when resistance is encountered and using care when other devices are in the proximity to avoid entanglement, in order to mitigate use related nonconformances.